Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cassette sensor error. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing was performed and the customer¿s reported problem was verified. The cause is a faulty latch lock sensor. Replaced the latch lock flex sensor to correct the issue. Cadd solis device passed all functional tests after the repair.